Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not observed or verified. The device was put through extensive testing including full functional testing, bench handling, and power cycling without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.